Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump is alarming for no disposable. The alarm was silenced, the settings were reviewed and the clamp was closed. The cassette was removed and gently tapped and the tubing was massaged to disperse air bubbles in the line. After replacing the cassette, the alarm persisted. The pump was powered off and the patient will proceed to their appointment. No patient injury was reported.